Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version #: 2.1.0. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not communicating with the imaging system. The equipment software task displayed an orange line of communication on the navigation system. The issue resulted in less than one hour procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome.